Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of a laparoscopic low anterior resection procedure, the surgeon started firing the device, however it stopped halfway. They removed the device from the tissue with no problem. To complete the procedure, they used a new reload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the staple line was incomplete distally. No reinforcement material was used.